Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 07/28/2017, that on (B)(6) 2017, the patient experience continuous glucose monitor (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient was sitting in a chapel and started to feel dizzy and couldn't make sense when they were speaking. The patient stated that she told her daughter to check her blood glucose (bg) meter and it measured 39 mg/dl, while the cgm was showing 89 mg/dl. The patient's daughter gave the patient glucose gel and two peppermint candies due to the patient experiencing a hypoglycemic episode. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was provided for evaluation. A review of the data log confirmed the reported inaccuracies. A root cause could not be determined.